Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for melena requiring two transfusion of packed red blood cells on (B)(6) 2020. Additional information received on 19oct2020 reported that gastrointestinal bleeding was confirmed by patient's melena which resolved after transfusion and getting international normalized ration (inr) back into therapeutic range. An esophagogastroduodenoscopy (egd) was performed and results were negative. The patient's bleeding had resolved, their inr was back in therapeutic range, and they were sent home on ongoing medication.